Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose is 301 mg/dl. The customer treated with the food. Troubleshooting was done for high / low blood glucose and under / over delivery. The drive support cap appears normal. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis.